Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed auto mode switch episodes due to noise on the atrial lead. The patient was brought to the clinic for further testing. Noise could be reproduced with arm movements. The patient's condition was good and stable. The device was programmed to vvi. The patient would continue to be monitored.